Event description:
The reporter indicated the surgeon inserted and removed an aa4203tl silicone toric single piece lens due to the lens having been damaged during loading. The incision was enlarged to remove the lens and another same model lens was implanted. Sutures were not required.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4). Results: visual inspection of the returned product found one haptic torn. There was evidence of reddish residue. (B)(4).